Manufacturer narrative:
Date rec'd by MFR: 14aug2019. The determination could be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. The defective u1 on the o2 flow sensor pcba created the o2 flow accuracy and o2 accuracy test to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 06/07/2019. The manufacturer¿s international service technician confirmed the reported gds issue. The technician replaced the gds. The unit was checked, run, cleaned, and functionally tested and no other abnormality was found.

Event description:
During periodic maintenance, the manufacturer¿s international service technician reported the oxygen accuracy test failed. There was no patient involvement.